Event description:
It was reported that the patient reported to the ER with dizziness. Device interrogation revealed high impedance and multiple noise episodes. The noise was not reproducible in clinic, however, the high impedance measurement was obtained. Lead fracture was suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.